Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing ¿side effects¿ after injection with 1 syringe of ¿juvéderm® (either ultra or xc)¿ ¿for a lot of months now and doctors can not [sic] find anything wrong with [them].¿ injection occurred ¿in the upper lip, a little bit in the corner of the bottom lip, and a little bit in the nasolabial folds.¿ immediately, patient ¿experienced a little bit of soreness and puffiness at the injection sites. About 2 weeks later, the patient got a lump on the right side of the cheekbone near the eye that went away for a little bit, but felt like it went down to the teeth area. The patient went to the emergency room because the pain was unbearable where the lump was and they said they thought it was an infection and [was] prescribed either augmentin or amoxicillin. The patient would take the medication and then when they stopped it the symptoms would get worse and then they would start taking the medication again and the symptoms would resolve some. The patient had 2 or 3 rounds of the augmentin or amoxicillin and each time this would happen. The patient also had 1 round each of keflex and doxycycline. The patient saw a dentist who didn¿t see any dental issues and they were prescribed steroids. 1-2 weeks later, the symptoms got worse and the patient went to an infectious disease doctor and had testing done which came back negative.¿ the symptoms have not resolved.